Event description:
Event description guidant received information that during a routine follow-up the rn found noise on the rate/sense. This was easily recreated when the patient was taking deep breaths.